Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the coronary dilatation catheters nc trek rx, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the balloon dilatation catheter from the anatomy appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other nc trek device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the left anterior descending artery. A 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance. Resistance with the anatomy was felt when removing the bdc and force was applied. The shaft separated; however, the bdc was simply withdrawn. A second 3.5x15mm nc trek bdc was advanced without resistance. Resistance with the anatomy was felt when removing the bdc and force was applied. The shaft separated; however, the bdc was simply withdrawn. The procedure was successfully completed with an unspecified nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.